Manufacturer narrative:
Two opened samples were returned. The samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed, can result in perceived dullness of the knife like that reported by the customer. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. How or when the blades became damaged cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finished process to ensure the sharpness of the product. (B)(4).

Event description:
A director of materials management reported that two blades were noted to be defective and dull. It is unknown if there was patient involvement. Additional information was requested.